Event description:
Consumer reported complaint for the trueplus single-use insulin syringes; complaint was initially reported via e-mail and customer was contacted by phone. Customer reported complaint for 3 boxes of syringes: additional internal report reference numbers (B)(4). Customer stated that the unit measures printed on the syringes are "blurry" and appear to be double printed. Customer expressed concern that if the unit marking are not accurate or hard to read the insulin could be drawn incorrectly. Customer also reported they the syringe needles are not sharp and she is having a difficult time administering her medication. Customer did not have any of the syringes stating she had disposed of them; customer was unable to provide lot information. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference numbers: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.